Event description:
The customer reported an elevated troponin I (accutni) result, above the acute myocardial infarction (ami) cutoff, for one patient, involving unicel dxc 600i synchron access clinical system. Subsequent testing produced lower results within the risk stratification range. The elevated result was released out of the laboratory. An amended report was issued. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse rebuilt the precision pump and verified instrument alignments. The fse performed a successful system check and repair verification, which was within specifications. The unit conformed to the manufacturer's performance specifications. The customer suspected the elevated result was due to inappropriate sample handling.